Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that she ran calibration and quality control for electrolytes on the unicel dxc 800 synchron system. Customer reported that calibration for na, cl, and calc failed with back to back errors. Customer reported there was a leak from the ion selective electrode (ise) module. Customer reported that she was unable to identify the source of the leak. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that ise flowcell drain (cigar tube) and electrolyte injection cup (eic) valve were overflowing and spilling onto the drain tray and to the floor. The fse checked the valve and noticed that no vacuum was present. The fse found the line restricted and pinched. The fse reroute the line and assure vacuum was present before the flowcell valve. The fse clean the eic valve and flowcell drain. The fse primed the instrument and calibrated electrolytes 3 times. The fse found calibration recovered as per specifications. The fse also ran precision to assure proper recovery.